Event description:
It was reported that following pre-dilatation of a proximal lad lesion, the stent was deployed. Post-dilatation was performed with the stent delivery system (sds) balloon at 14 atm. After 20-30 seconds, pressure started to drop and a pinhole rupture with a stream of contrast was observed in the middle of the balloon. A dissection reaching the lmt was noted, which was treated with another stent.